Event description:
Patient state to lvad coordinator that he only had +++ on flow reading. Admitted the following day for investigation of lvad and review of history noted power elevations ranging from 8-11w, flow elevations ranging from 7-10.41pm.primary cod: withdrawal of support, specifydeath due to device malfunction: "unknown" (hence box b2 "death" being unchecked)death date: (B)(6) 2014.